Event description:
Customer reported increasing insulin dosage based on a reading of 30 mg/dl around 10:00 pm. Customer is an insulin pump user. Customer began to have a seizure and paramedicas were called. Customer's friend provided grape juice and glucose tablets to raise their glucose levels. When the paramedics arrived, the customer's glucose reading was 60 mg/dl using an unk brand meter. When customer compared the meter to another brand's result, customer received a reading 150 points higher than the freestyle flash.